Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, auto mode switches due to electromagnetic interference (emi) or noise oversensing were observed. No programming change was made. It was mentioned that the patient would be brought to the clinic for further verification.